Event description:
Medtronic rep reported checking out the system after the emitter was supposedly dropped. The rep tested the emitter using the resin head and found it to be about 1 mm off anterior. Also reported that when using the straight suction and the measurement tool, the nasal floor was 5.8 mm off. Then when using the ostium seeker and the measurement tool, the superior skull base was 3.2 mm off. He said all three instruments produced inaccuracies. There was no pt impact.

Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. Eval of the returned part is currently in progress. A replacement part was sent to the site which resolved the issue.